Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), device breakage ("one implant was broken and in place"), uterine perforation ("perforation/ the other was dug into a uterine wall."), device dislocation ("migration"), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage") and nephrolithiasis ("kidney stones") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2010). Concurrent conditions included mood swings, body mass index normal and vaginal bleeding. Concomitant products included etonogestrel (implanon) (B)(6) 2010 to 2013. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain, nephrolithiasis (seriousness criterion medically significant), back pain ("back pain"), abdominal pain upper ("stomach pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), cyst ("cysts"), hypoaesthesia ("numbness"), memory impairment ("forgetfulness"), headache ("severe headaches"), syncope ("fainting spells"), eye disorder ("eye issues nos"), restless legs syndrome ("restless leg syndrome"), hypertension ("high blood pressure"), menometrorrhagia ("heavy and irregular periods"), hair growth abnormal ("hair growth"), dyspareunia ("painful intercourse"), haematuria ("hematuria"), dizziness ("dizziness"), mood swings ("mood swings/ mood swings got worse"), anxiety ("anxiety") and panic attack ("panic attacks"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with urticaria, rash and pyrexia. In (B)(6) 2011, the patient experienced impaired work ability ("inability to work due to pain"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced uterine perforation (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), swelling ("swelling"), depressed mood ("sadness") and anger ("anger") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with analgesics. At the time of the report, the pelvic inflammatory disease, device breakage, uterine perforation, device dislocation, genital haemorrhage, nephrolithiasis, back pain, abdominal pain upper, fatigue, alopecia, allergy to metals, abdominal distension, cyst, hypoaesthesia, memory impairment, headache, syncope, eye disorder, restless legs syndrome, hypertension, menometrorrhagia, hair growth abnormal, dyspareunia, haematuria, dizziness, mood swings, anxiety, panic attack and swelling had not resolved and the pregnancy with contraceptive device, abortion spontaneous, impaired work ability, depressed mood and anger outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, anger, anxiety, back pain, cyst, depressed mood, device breakage, device dislocation, dizziness, dyspareunia, eye disorder, fatigue, genital haemorrhage, haematuria, hair growth abnormal, headache, hypertension, hypoaesthesia, impaired work ability, memory impairment, menometrorrhagia, mood swings, nephrolithiasis, panic attack, pelvic inflammatory disease, pregnancy with contraceptive device, restless legs syndrome, swelling, syncope and uterine perforation to be related to essure. The reporter commented: patient received treatment for migration/perforation and removal surgery was highly recommended. She had aggravated psychiatric and/or psychologic conditions one implant was broken and in place, the other was dug into uterine wall. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: tubal blockage bilaterally. In (B)(6) 2011, hysterosalpingogram test was done. On (B)(6) 2011, transabdominal and transvaginal pelvic ultrasound is was performed. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs received. Events sadness, anger added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), uterine perforation ("perforation/ the other was dug into a uterine wall."), device dislocation ("migration"), device breakage ("one implant was broken and in place"), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2010). Concurrent conditions included mood swings and body mass index normal. Concomitant products included etonogestrel (implanon)(B)(6) 2010 to 2013. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain, back pain ("back pain"), abdominal pain upper ("stomach pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), cyst ("cysts"), hypoaesthesia ("numbness"), memory impairment ("forgetfulness"), headache ("severe headaches"), syncope ("fainting spells"), nephrolithiasis ("kidney stones"), eye disorder ("eye issues nos"), restless legs syndrome ("restless leg syndrome"), hypertension ("high blood pressure"), menometrorrhagia ("heavy and irregular periods"), hair growth abnormal ("hair growth"), dyspareunia ("painful intercourse"), haematuria ("hematuria"), dizziness ("dizziness"), mood swings ("mood swings/ mood swings got worse"), anxiety ("anxiety") and panic attack ("panic attacks"). In january 2011, the patient experienced allergy to metals ("nickel allergy") with urticaria, rash and pyrexia. In february 2011, the patient experienced impaired work ability ("inability to work due to pain"). In 2012, the patient experienced genital haemorrhage (seriousness criterion medically significant). In 2013, the patient experienced uterine perforation (seriousness criterion medically significant). In january 2017, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and swelling ("swelling"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with pain medication. At the time of the report, the pelvic inflammatory disease, uterine perforation, device dislocation, device breakage, genital haemorrhage, back pain, abdominal pain upper, fatigue, alopecia, allergy to metals, abdominal distension, cyst, hypoaesthesia, memory impairment, headache, syncope, nephrolithiasis, eye disorder, restless legs syndrome, hypertension, menometrorrhagia, hair growth abnormal, dyspareunia, haematuria, dizziness, mood swings, anxiety, panic attack and swelling had not resolved and the pregnancy with contraceptive device, abortion spontaneous and impaired work ability outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, cyst, device breakage, device dislocation, dizziness, dyspareunia, eye disorder, fatigue, genital haemorrhage, haematuria, hair growth abnormal, headache, hypertension, hypoaesthesia, impaired work ability, memory impairment, menometrorrhagia, mood swings, nephrolithiasis, panic attack, pelvic inflammatory disease, pregnancy with contraceptive device, restless legs syndrome, swelling, syncope and uterine perforation to be related to essure. The reporter commented: patient received treatment for migration/perforation and removal surgery was highly recommended. She had aggravated psychiatric and/or psychologic conditions diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.5 kg/sqm. In (B)(6) 2011, hysterosalpingogram test was done most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New event inability to work due to pain and swelling were added. Treatment drug added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), uterine perforation ("perforation/ the other was dug into a uterine wall."), device dislocation ("migration"), device breakage ("one implant was broken and in place"), genital haemorrhage ("bleeding"), pregnancy with contraceptive device ("pregnancy") and abortion spontaneous ("miscarriage") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 1997, (B)(6) 2002, (B)(6) 2010). Concurrent conditions included mood swings, body mass index normal, anxiety and panic attacks. Concomitant products included etonogestrel (implanon) on (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with pelvic pain and abdominal pain, back pain ("back pain"), abdominal pain upper ("stomach pain"), fatigue ("fatigue"), alopecia ("hair loss"), abdominal distension ("bloating"), cyst ("cysts"), hypoaesthesia ("numbness"), memory impairment ("forgetfulness"), headache ("severe headaches"), syncope ("fainting spells"), nephrolithiasis ("kidney stones"), eye disorder ("eye issues nos"), restless legs syndrome ("restless leg syndrome"), hypertension ("high blood pressure"), menometrorrhagia ("heavy and irregular periods"), hair growth abnormal ("hair growth"), dyspareunia ("painful intercourse"), haematuria ("hematuria"), dizziness ("dizziness"), mood swings ("mood swings"), anxiety ("anxiety") and panic attack ("panic attacks"). In (B)(6) 2011, the patient experienced allergy to metals ("nickel allergy") with urticaria. In 2013, the patient experienced uterine perforation (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the pelvic inflammatory disease, uterine perforation, device dislocation, device breakage, genital haemorrhage, back pain, abdominal pain upper, fatigue, alopecia, allergy to metals, abdominal distension, cyst, hypoaesthesia, memory impairment, headache, syncope, nephrolithiasis, eye disorder, restless legs syndrome, hypertension, menometrorrhagia, hair growth abnormal, dyspareunia, haematuria, dizziness, mood swings, anxiety and panic attack had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain upper, abortion spontaneous, allergy to metals, alopecia, anxiety, back pain, cyst, device breakage, device dislocation, dizziness, dyspareunia, eye disorder, fatigue, genital haemorrhage, haematuria, hair growth abnormal, headache, hypertension, hypoaesthesia, memory impairment, menometrorrhagia, mood swings, nephrolithiasis, panic attack, pelvic inflammatory disease, pregnancy with contraceptive device, restless legs syndrome, syncope and uterine perforation to be related to essure. The reporter commented: patient received treatment for migration/perforation and removal surgery was highly recommended. She had aggravated psychiatric and/or psychologic conditions. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. In (B)(6) 2011, hysterosalpingogram test was done. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.